Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a nephromax balloon catheter was used during a percutaneous nephrolithotomy procedure preformed on (B)(6) 2016. According to the complainant, during the procedure, the balloon catheter burst inside the patient at 14atm. Nothing has detached inside the patient. The procedure was completed with another nephromax balloon catheter. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.